Event description:
Consumer reported infection, concerns with mobility issues & swelling concerns.

Manufacturer narrative:
Consumer reported infection, concerns with mobility issues & swelling concerns.